Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell one on the home choice (hc) during therapy. The technical service representative (tsr) explained the alarm and advised the caregiver (cg) to start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. The cg would have the home patient (hp) perform therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.